Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had missing segments and a partial display on the insulin pump. Customer uses an (B)(4) alkaline battery. Customer changed the battery but the missing segments remained. Customer performed a self test and the pump was working again. No further details given.